Event description:
It was noted that the patient had the stimulator for a week or two and the patient was in an car accident (2005). The patient noted since the accident the stimulator has not been working.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0519259v, implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reports the first implant didn't help with symptoms. Since having the ins, patient says they can hardly walk because the device affected the nerves on the side of where the ins was. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.